Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: breast cancer, capsular contracture baker grade unknown, anxiety, pain and depression.

Event description:
Patient representative reported left side "breast cancer history (unknown side) which is not device related, "caused plaintiff to endure emotional distress including suffering, anguish, fright, horror, nervousness, grief, anxiety, worry, shock, humiliation, and shame due to the risk of bia-alcl", "mental suffering", "the potential for the development of bia-alcl and any condition or symptoms associated with bia-alcl or the prevention of that issue", "concerns about developing alcl", "mental suffering", "debilitating physical pain", "discomfort", "depression", and "capsular contracture". Device has been explanted and replaced.